Event description:
False positive result. Customer states she experience false positive for covid "my husband and I both experienced flu like symptoms weeks ago. We took a flu test and it was positive. My dr asked if I took a covid test during a virtual visit, and shows I also got a positive on this test. I was confused. However, I have a toddler at home that got vaccinated for the flu shot, and she did not get what we had at all! Later in the week, my dad got exposed to what we had, but told us he did not get covid, and was positive for influenza a. He took multiple covid tests and they were negative. Very weird how these tests gave me a positive when I had the flu."

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.